Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section g2, report source, of the initial medwatch report stated: company representative section g2, report source, of the initial medwatch report should have stated: distributor new information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. During the device evaluation, ventec also observed that the ventilator measured lower peep (positive end expiratory pressure) than set. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low exhaled tidal volume (vte) levels. There was no patient involvement.